Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2 results for two patent samples. Of the data provided, only the sodium results were discrepant. Patient a: the initial sodium result was 151 meq/l and the repeat result was 138 meq/l. The erroneous result for this patient was reported outside the laboratory and was corrected. Patient b: on (B)(6) 2016, the initial result was 153 meq/l and was reported outside the laboratory. The doctor questioned the result and the sample was repeated with results of 143 meq/l and 142 meq/l. From an additional sample tube from the initial draw, the sodium result was 144 meq/l. This patient was a (B)(6) year male, birthdate (B)(6) 1965 and weight (B)(6) . The patients were not adversely affected. The electrode lot number was 21554647. The expiration date was requested but were not provided. The field service representative found the wash tubing was off of the pump and he replaced it. He ran diagnostics and qc which all passed. A specific root cause could not be identified. However, the provided data showed high ise results in the range typical for improper preanalytical sample handling. The customer was not following the tube manufacturer's recommendations for centrifugation time. Based on the data received, most probably there was a missampling of the patient samples caused by poor sample quality. Typical causes include contaminated outside surface of the sample probe, testing of clotted samples, or clots from previously tested poor quality samples.

Manufacturer narrative:
Upon follow up, the customer stated since the ise pinch valve tubing was replaced they have not had any further issues with erratic ise results.